Manufacturer narrative:
On (B)(6) 2019, health (B)(6) contacted new world medical for a mandatory response on the following complaint: "ahmed valve no (not readable) to irrigation with bss. A (not readable) is required or else the (not readable) would be too low. Suspected valve (not readable) malfunction". The lot number reported was lot n0918. Nwm distributor, (B)(6) ophthalmics, was contacted to determine whether the event reported by health (B)(6) had been already reported to new world medical. The distributor stated that the complaint was linked to their product incident report for "the customer reported that there was difficulty when priming the valves". The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. The returned valves were tested per nwm procedures and could perform as expected. The amount of pressure applied during priming will not affect the valve's function. There were no patient or user injuries involved with the use of the devices reported.

Event description:
Ahmed valve no (not readable) to irrigation with bss. A (not readable) is required or else the (not readable) would be too low. Suspected valve (not readable) malfunction.